Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Customer consumed carbohydrates and glucose tablets to address bg level. Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering an extra automatic correction bolus. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." H3 other text : device not returned.